Event description:
It was reported that a transfer set disconnected from a homechoice cassette, and the patient's bed was wet. This occurred during fill cycle one of five in peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the disconnection. The patient was to finish therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.